Manufacturer narrative:
Product code: dqx. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to use and after the physician used a metal object to put an additional curve on the safe-t-j amplatz extra-stiff support wire guide, the coating of the wire came off and exposed a sharp piece of the wire. The physician has reported two occurrences on separate dates. The complaint device was being prepared for a transcatheter aortic valve replacement procedure (tavr) and was not used. The patient did not experience an adverse effect as a result of this occurrence. Please refer to medwatch 1820334-2019-00439 for the other event.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, device history record, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One opened amplatz extra-stiff support wire guide and five unopened amplatz extra-stiff support wire guide from the same lot were returned for investigation. It was noted on the opened device that the mandril was protruding from the coils at 4cm from the distal tip of the wire. The five sealed wires were opened and examined for any damage. The examination of the five sealed wires identified no issues. The visual inspection confirmed the failure noted on the complaint device based on the visual inspection. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming events which could contribute to this failure mode; however, the affected unit was scrapped. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. Device codes were not contained in the labeling. There is no evidence to suggest that the device was not manufactured within specifications. While it is not known how the failure occurred, the complaint is confirmed based on customer testimony and the evaluation of the returned product. The five unopened wire guides that the customer returned were examined and there were no issues to note, thus it is possible that the physician inadvertently damaged the device while removing it from the product packaging; however this cannot be confirmed.based on the information provided and the examination of the returned product, investigation concluded the failure cannot be traced to the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Information was provided by the physician to the cook representative stating the wires were already frayed out of the package and the fraying did not occur as a result of the physician customizing the curve. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Please see h10